Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the va-tcp was used for distal radius fracture at the region of 23-c3 on (B)(6) 2015. As the patient complained about a pain after the surgery, the surgeon observed the affected area through x-ray and CT on (B)(6) 2015. X-ray showed screws are out of alignment and consequently the bone fracture fragments are located as indicated in attached photos. No breakage of the implanted screws was detected CT. The patient commented he/she had not have any accident before complaining. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: 04.111.621s - 8954327, manufacturing site: (B)(4), manufacturing date: 08.may.2014, expiry date: 01.apr.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Products were not returned and an investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when pain started. Not explanted. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A review of the provided x-rays was performed by a health care professional who was able to confirm that there does appear to be fracture and implant displacement in the latter x-rays.